Event description:
It was reported that the atrial lead had no capture and the lead was dislodged. The lead was repositioned and remains in use. The patient is part of (B)(4) study. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.